Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Event description:
On an unreported date, the patient experienced peritonitis and subsequently expired. On an unreported date, the patient was hospitalized for palliative care (indication not reported). On an unreported date a few days before his death, peritoneal dialysis therapies were discontinued as the patient's whole body was shutting down. On an unreported date, the patient died due to peritonitis related to gas gangrene, whole body shutting down, and sepsis. Treatment was not reported. It was not reported if an autopsy was performed.